Manufacturer narrative:
The therapy date for the following device(s) is unknown: model 3186; scs lead , model 1192, scs anchor.

Event description:
Follow-up identified the patient's infection has resolved through intravenous antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The therapy date for the following device(s) is unknown: model/brand name: octrode; scs lead. Model: unknown, scs anchor. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient developed an infection at the ipg site. Subsequently, surgical intervention was undertaken to explant the entire scs system.